Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e, collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.

Event description:
It was reported that an angio-seal was deployed post iliac stenting via the left groin. There were no complications and hemostasis was achieved. The patient developed an infection approximately 10 days after the procedure. A surgical incision and drainage procedure were performed. The angio-seal was not removed. The patient was taking prescription anticoagulants. The patient was recovering.